Event description:
It was reported the patient experienced a stroke and is now unable to charge her scs ipg after not charging her scs system for several months. Follow-up identified a sjm representative was able to confirm the communication issue between the patient's scs ipg, charging system and patient programmer. On (B)(6) 2013 follow-up identified the stroke was unrelated to the patient's scs system. On (B)(6) 2013 follow-up identified surgical intervention will be taken at a later date to address the communication issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.